Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that an unspecified bd device experienced air in the line during use. The following was reported by the initial reporter: "it was reported that the air was not being detected in the pumps. Verbatim: ICU medical received notification 3/16/21 that an infusion pump failed to alarm for air in line. Model number, serial number and product description were not provided. The contact at the user facility, (B)(6), reported that nurse stated that the air was not being detected in the pumps. There was unknown patient involvement and unknown adverse event. Attempts were made by ICU to obtain the device information however ms. Wells, did not have any further information. On (B)(6) 2021 ICU medical sales rep confirmed that this customer does not use ICU medical IV pumps and that they use alaris pumps"